Event description:
It was reported that during a t-9 - l-2 fusion, as the surgeon was trying to advance the persuader, he met resistance and the plastic piece on the persuader broke. All of the pieces were retrieved. There was no adverse effect to the patient. The surgeon used another persuader to complete the procedure without further incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The product evaluation visual inspection revealed that the threaded persuader was received disassembled and all components, including the separate green handle, were present. One of the eight fingers on the threaded tube was broken off and the broken piece was not returned. There is a e etched on the end next to the part number indicating that his part is from a evaluation set. There is some brown discolored spots on the reduction tube. Improper assembly of the instrument by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).